Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty inserting the right coil and he had to flush water into my right tube to insert the coil". The patient's medical history included depression, anemia and obesity. Concurrent conditions included uterine leiomyoma and polymenorrhagia. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), iron, ketorolac tromethamine (toradol), oral contraceptive nos and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue"), tooth abscess ("dental problems: tooth abscess") and dental caries ("dental problems: tooth decay"). In 2017, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness and tingling sensation in upper thigh") and paraesthesia ("neurological conditions or problems type: numbness and tingling sensation in upper thigh"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, weight increased, hypoaesthesia, paraesthesia, tooth abscess and dental caries outcome was unknown. The reporter considered abdominal pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypoaesthesia, paraesthesia, tooth abscess and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion following essure device; in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: patient underwent essure confirmation test but result is unknown. Pathology test - on (B)(6) 2021: cervix, benign endocervix and ectocervix endometrium benign secretory endometrium myometrium leiomyomata (upto 3.1 cm) uterine serosa benign bilateral fimbriated fallopian tubes benign with essure coil present no malignancy identified. Lot number: 774377, manufacture date: 2010-08, and expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty inserting the right coil and he had to flush water into my right tube to insert the coil". The patient's medical history included depression, anemia and obesity. Concurrent conditions included uterine leiomyoma and polymenorrhagia. Concomitant products included diazepam (valium), hydrocodone bitartrate; paracetamol (vicodin), iron, ketorolac tromethamine (toradol), oral contraceptive nos and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue"), tooth abscess ("dental problems: tooth abscess") and dental caries ("dental problems: tooth decay"). In 2017, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness and tingling sensation in upper thigh") and paraesthesia ("neurological conditions or problems type: numbness and tingling sensation in upper thigh"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, weight increased, hypoaesthesia, paraesthesia, tooth abscess and dental caries outcome was unknown. The reporter considered abdominal pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypoaesthesia, paraesthesia, tooth abscess and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion following essure device; in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: patient underwent essure confirmation test but result is unknown. Pathology test - on (B)(6) 2021: cervix, benign endocervix and ectocervix. Endometrium benign secretory endometrium, myometrium leiomyomata (upto 3.1 cm), uterine serosa benign, bilateral fimbriated fallopian tubes benign with essure coil present no malignancy identified. Lot number: 774377, manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Case becomes an incident. Removal was added. Reporter, surgery names and dates, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.